Event description:
It was reported difficult deflation was encountered during a stent expansion in the renal artery. Partial deflation was achieved and the balloon was removed through the diagnostic catheter without incident. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was rec'd, evaluated and retained by this MFR. Performance testing could not confirm a deflation issue. The balloon was inflated and deflated without incident. This device was used in a non-indicated procedure which may have contributed to this event. The co's directions for use state: "medi-tech symmetry and symetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature... These catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."